Event description:
It was reported that during a hand assisted nephrectomy procedure, the device tore. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent 08/19/2008. Info anticipated, but unavailable at this time.